Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of an error message and questionable results from coaguchek xs meter serial number (B)(4). At an unknown time, the meter had an unknown error. At 9:30 pm, the result was (B)(6) inr. At 9:40 pm and using the same finger, the result was (B)(6) inr. At 11:00 pm, the result from the laboratory using stago compac max, neoplastin cl plus reagent was (B)(6) inr. The patient's warfarin dose was changed to taking 4 mgs for 6 days. The therapeutic range was 2-3 inr and the patient tests weekly.

Manufacturer narrative:
For the result of 5.6 inr at 9:40 pm, the same finger was used for the testing. Per product labeling, "never add more blood to test strip after test has begun or perform another test using the same fingerstick." The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 were updated.